Manufacturer narrative:
UDI = (B)(4); the device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient was wrestling with someone and received an inappropriate shock. At the time of inappropriate shock delivery, the device's sense vector was programmed in secondary. The device history was significant for t-wave oversensing in primary. The alternate sense vector amplitude is larger than secondary and smaller than primary. The device's sense vector was reprogrammed to alternate. While in the clinic office, no electrogram noise was reproduced with the device's sense vector in alternate. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device and electrode were explanted and replaced. There were no patient adverse effects reported. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on device casing. The seal plug was intact and the set screw operated normally. The device was able to be interrogated and a memory download was performed successfully. The interrogated monitoring voltage was 8.788 volts. The remaining battery life to eri was 22 percent. A review of the device memory noted no resets or error codes. Heart signal testing was performed and the device sensed the signal normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient was wrestling with someone and received an inappropriate shock. At the time of inappropriate shock delivery, the device's sense vector was programmed in secondary. The device history was significant for t-wave oversensing in primary. The alternate sense vector amplitude is larger than secondary and smaller than primary. The device's sense vector was reprogrammed to alternate. While in the clinic office, no electrogram noise was reproduced with the device's sense vector in alternate. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The chronic device and electrode were explanted and replaced. There were no patient adverse effects reported. The device was received at boston scientific's return products department.